Event description:
It was reported that the motor drive unit has failed to connect. There was no case involvement and no adverse pt consequences occurred.

Manufacturer narrative:
Damage to drive connector or coupling - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.